Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
Before the surgical process, the physician observed an unspecified type of break in the tracheostomy tube's balloon. There was no patient involved.